Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The customer reported during transportation in the air tube, the lock of the transfer set opened. The nurse came in contact with the fluid coming out of the transfer set at the moment of connection to the patient resulting in unprotected chemotherapy exposure. There was no serious injury, no blood loss, no delay in critical therapy, no medical or surgical intervention, and no adverse operator consequences. This report captures the first of four events.

Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. The device history review for lot number 4401001 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Additional information in d10.